Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2017; 5076 lead, implanted: (B)(6) 2007. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured during a device upgrade procedure. The rv lead was reprogrammed and remains in use. It was later reported that "peaks" in pacing impedance were noted when the patient was programmed to a bipolar configuration. No patient complications have been reported as a result of this event.